Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06446, manufacturer report no: 2015691-2021-06447, manufacturer report no: 2015691-2021-06448, manufacturer report no: 2015691-2021-06449, manufacturer report no: 2015691-2021-06450.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transcervical approach versus transfemoral approach for transcatheter aortic valve replacement', 306 patients who underwent a transfemoral (tf) or transcervical (tc) tavr with an edwards sapien family balloon-expandable valves between 2016 and 2018 were retrospectively included in the single center study. Sapien 3 and sapien 3 ultra valves were used for the procedures. As reported, moderate to severe paravalvular leak (pvl) occurred in 10 tavr patients. Information regarding the specific timing and degree of the pvl events and possible action taken was not provided. There were no allegations or indications that a malfunction of an edwards device caused or contributed to the reported events.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause and timing of the reported pvl events could not be determined. Investigation results suggest in addition to the procedure itself, patient factors (annular diameter, degree of valvular calcification) may have contributed to the reported pvl events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: h. Lu, p. Monney, s. Fournier, et al., transcervical approach versus transfemoral approach for transcatheter aortic valve replacement, international journal of cardiology (2020), https://doi.org/10.1016/j.ijcard.2020.11.026 this is one of five manufacturer reports being submitted for this case.